Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Product passed functional testing with test console and pump cartridge. Functional failure did not occur during functional testing. The complaint was not confirmed and the root cause could not be determined. Probable cause may be a intermittent component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification . A complaint history review concluded this was a repeat issue. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Event description:
It was reported that the footswitch malfunctioned. It is unknown what happened with the device. No patient was involved.